Manufacturer narrative:
The device was received with the cannula not deployed. The pod was deactivated after completing first prime. After investigation, no damages, defects, tears, or leaks were found that would result in fluid leaking from the pod or failure to deliver insulin.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The mother reported that her son was at school when his bg (blood glucose) levels were so high the meter could not read it. The patient wears the dexcom and she believes it was over 400 mg/dl. Patient's mother stated she could see insulin in the pod itself, so it looked like he was never even receiving the insulin. She removed and replaced the leaking pod before taking the patient to the emergency room (ER). The patient's mom said there was no diagnosis at the ER, the doctor just wanted to make sure he was not experiencing dka (diabetic ketoacidosis). Patient was given 600ml of saline over the course of a few hours until his bg levels came down (no levels provided). While at the ER, patient's ketones were reading "high trace." The pod had been worn between 36 and 48 hours on the arm.